Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, they had observed multiple monofocal lenses damaged from the autonome autoloader. These lenses did not need to be explanted because they were not damaging the center optic. However, lenses nicked or damaged on the periphery edge of the optic. There was no patient injury. Additional information received stating that in the surgeon¿s opinion the inserter damaged the lens. There are two medical device reports associated with this report. This file is 2 of 2.